Manufacturer narrative:
The pump was sent to the medico technical department at the hospital for evaluation. The reported problem was not duplicated or confirmed. The device was received by the product analysis lab (pal) for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Indication for use for the I-pump is for infusions of anesthetics, analgesics and sedatives only.

Event description:
On 08/22/2008 baxter received a second report for the same patient of an I-pump "squealing" during a home patient infusion of flolan from a denmark hospital. The second incident occurred on two days earlier, when the patient was re-hospitalized because the pump that wasn't in use started to "squeal". The patient was informed to come immediately to the hospital. The physician indicated that the patient's data (results of a six minute walk test) showed that the patient's symptoms worsened by 30% - oxygenation is measured continuously during walking. The patient reportedly experienced weakness, nausea, lack of appetite, and dyspnea with the patient's symptoms increasing over a two-week period. In the two-week period, the patient reportedly had many alerts on the I-pump. The physician indicated he doubts the medicine was being administered in the way it should have been. The patient is awaiting a lung transplant and when the patient's condition worsened, it was critical and life threatening. The patient receives constant treatment with flolan. The treatment is administered through two I-pumps, where one of them is in use; the other is held in reserve in case of the first breaks. Flolan is a treatment that must be giving constantly and without interruption. This is the second of two incidents for the same patient. The first event is being investigated.